Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a notification that insulin delivery was stopped on the pump. There was no reported impact to the customer's blood glucose level. Tandem technical support reviewed the pump data and was unable to identify the cause, however the customer maintained that insulin had stopped. Reportedly, the prompt cleared.